Event description:
County of complaint: (B)(6). Thread thickness varies / patterns are thicker than usual.

Manufacturer narrative:
Us reporting agent notified on (B)(4)2014. Reported device not marketed in the us; however, similar devices/processes are. MFR site eval: samples received: 2 open pouches. There are two previous complaints of this code batch from the same end user, one regarding the same issue. No units in OEM stock. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.